Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the internal carotid artery. A 190cm emboshield nav 6 embolic protection system (eps) was successfully deployed in the distal portion of the lesion. At this point a 9sx30mm on 136cm xact carotid self-expanding stent (ses) was prepared and advanced to the lesion with no noted issues; however during deployment the access system [delivery catheter] was noted to not be stable, and before the stent was apposed to the vessel wall, it was found that the protective filter, stent and 6fr sheath tube fell down [migrated] to the aortic branch. Therefore, the surgeon removed the ses, filtration element and the sheath from the anatomy, and re-stabilized the vessel access by redeploying the same eps device and re-advancing the introducer sheath. The xact ses was replaced with a 8×40mm xpert pro stent to complete the procedure. There was no clinically significant delay nor adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported migration appears to be related to operational context. In this case, based on the reported information, it is likely that during positioning of the self-expanding stent (ses), the barewire was inadvertently pulled causing the filter to migrate. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.